Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. During troubleshooting with tandem technical support, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not entirely fitting on the pump. After removing o-ring, customer still experienced issue with the cartridge not fitting. Additionally, it was reported that an occlusion alarm occurred. Pump supplies were changed to address the issue. Customer's blood glucose level was 185 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.